Event description:
Customer reportedly received results of hi (greater then 33.3 mmol/l) and 7.0 mmol/l within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
The event is reported as: the stapler jammed during use. No injuries reported.